Event description:
A peritoneal dialysis (pd) register nurse contacted fresenius customer service to report that the bandage, adhesive, sterile, 1x3 causes irritation to patient's skin. No further information was provided.